Manufacturer narrative:
Other, other text: h10 device evaluation: one level 1 trauma fast flow system (h-1200) was returned for investigation in used condition. The investigator installed an f-30 gas vent filter onto the block 4 filter holder interlock switch. This was attached to the h-31b air detector. When the device was powered on, the filter holder interlock switch did not alarm. This was also the case when the test was repeated with different f-30 gas vent filter. The customer reported product problem was not reproduced during functional tests. The following additional product problems were revealed during visual inspection/functional testing: (1) the h-31b air detector door missing, (2) the h-2 pressure gauge needle was stuck and leaking air inside smc straight fitting. The h-31b air detector door, h-2 pressure gauge, and smc straight fitting were replaced to address these product faults. The pump passed all the functional and electrical tests following these repairs.

Event description:
Information was received indicating that a there was an issue with the gas filter of a smiths medical level 1 trauma fast flow system. When the gas filter is placed properly, but not depressing the switch for the warming process, it would not stay in place. There was an issue with the latch door. It was also reported that the device was making a loud buzzing sound that distracts the physicians during procedures. There was no injury or intervention.